Event description:
It was reported that shaft detachment occured. During preparation, while the physician placed the 1.5 x 8mm emerge balloon catheter on the guidewire, it was noted that the distal tip of the catheter was completely detached from the balloon.

Event description:
It was reported that shatf detachment occured. During preparation, while the physician placed the 1.5 x 8mm emerge balloon catheter on the guidewire, it was noted that the distal tip of the catheter was completey detached from the balloon. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that approximately 3mm of the tip is separated from the device. Microscopic examination revealed that the tip is damaged and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the tip is separated and appeared to be stretched prior to separation.